Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a customer was unable to receive sensor scan results, due to an error message received on the adc freestyle libre. The customer subsequently became dizzy and fell, hitting her head. The customer was taken to the emergency department, where the customer was diagnosed with hyperglycemia. The customer was treated with novolog insulin, in addition to unspecified intravenous fluid, and imaging tests. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device mfg date has been updated based on the product download. Additional product has been returned and investigated with retained test strips. Reader (B)(4) has been returned. Visual inspection was performed, and no issues were observed. The reader did not power on with button depression or insertion of test strips but powered on with insertion of usb cable. Communication between the reader and the known good sensor patch was successful. The returned reader was not observed displaying any error messages. No malfunction or product deficiency was identified an extended investigation has also been performed and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history record (DHR) showed the libre sensor and sensor kits passed all tests prior to release. No malfunction or product deficiency was identified if the sensor is returned, the case will be re-opened,¿and a physical investigation will be performed.

Event description:
A caregiver reported that a customer was unable to receive sensor scan results, due to an error message received on the adc freestyle libre. The customer subsequently became dizzy and fell, hitting her head. The customer was taken to the emergency department, where the customer was diagnosed with hyperglycemia. The customer was treated with novolog insulin, in addition to unspecified intravenous fluid, and imaging tests. There was no report of death or permanent impairment associated with this event.